Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. Monitoring anesthesia care was used to perform this procedure. During the procedure was noted the patient was sick, the patient had a catheter and more extensive prostate cancer. The fat plane was noted manageable and the hydrodisection was complete, no blood aspiration, only some asymmetry that was considered positive validation. The injection of the hydrogel began, and the fat space appeared to be filling with the hydrogel as expected. Then it looked irregular, and the hydrogel appeared to be wrapping the prostate. At the time of this report was unknown if the hydrogel was placed in the intended location or misplaced, no further information that indicates current position of the hydrogel has been received. The patient condition was report as "unknown" at the time of this report. It was not specified if the radiation treatment had occurred or yet begun.